Event description:
The customer states that one patient sample generated a sodium assay result of 112 mmol/l on the architect c8000 analyzer. The customer retested the sample on another c8000 analyzer in the lab and generated a result of 139 mmol/l. The customer then retested the sample on the initial c8000 analyzer and generated a result of 141 mmol/l. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.